Event description:
As reported: doctor could not advance bypass tube through the valve on the sheath. After multiple attempts he tried to hurry and advance the device in, but the shaft of the device bent. Had to remove device and close with a second manta device. Closure was immediate hemostasis.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The DHR was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following tavr procedure, a 18f manta was planned for closure. The physician encountered severe resistance attempting to advance the bypass tube through the hemostatic valve of the manta sheath. After multiple attempts, the physician tried to hurry and advance the closure, bending the shaft of the manta closure. The first sheath remanded in position and the first manta closure was removed. A second 18f manta was deployed, and hemostasis was immediately achieved. The IFU states in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Additionally, procedure requirements indicate the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath.